Event description:
The reporter stated that the male end attached to an arterial line and one of the ends came off of the tubing completely. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Visual examination of the returned sample confirmed that the female luer lock had disconnected from the tube due to the tube not being fully inserted into the taper during the assembly process. It appears that this unit was missed during 100% visual inspection. The device history was reviewed with no issues noted. Review of the complaint database for the previous 24 months indicates this is the only reported disconnection issue for this product code. This appears to be an isolated occurrence. Smiths was able to confirm the issue and determine the cause. The issue was reviewed with manufacturing personnel and is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.